Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a recent cardiac event their device indicated paddles lead off when attempting to charge.  As a result, the device would not have been able to defibrillate if necessary because the patient was not being detected by the unit.  Per the customer the device was connected to the patient via a therapy cable and therapy electrodes.  The customer advised that per local protocol they charge their device while performing CPR; however, immediately prior to analyzing the patients rhythm their device dumped the charge due to the therapy electrodes not being detected.  Medical personnel checked all connections which were found to be in good working condition.  Medical personnel then left the original therapy electrodes in place and obtained a backup device (a lifepak 12) which was used to continue patient care.  The backup device worked without issues and finished out the resuscitation effort. The patient, a (B)(6) male, did not survive the event (was called in the field).  Throughout the event, the patient's heart rhythm was asystole and never changed despite standard acls interventions.   There was never an indication that defibrillation was necessary.  The customer advised that as a matter of protocol they charge their devices while performing chest compression's and only stop to analyze the patient's heart rhythm once the device is fully charged.   The customer, who is the (B)(6), advised that the device use did not contribute to the patient's outcome because the patient was never in a shockable rhythm.

Manufacturer narrative:
Physio-control downloaded the electronic record from the device and was able to confirm multiple instances where the device lost connection to the patient (the record showed dashed lines) while in paddles lead ECG.  Physio then evaluated the customer's device but was unable to duplicate the reported issue.  The customer also provided the physio brand quik-combo defibrillation electrodes used during the event for examination and no discrepancies were observed.  As a precaution, the device's therapy connector assembly was replaced and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4).